Manufacturer narrative:
(B)(4): the instrument was returned for evaluation. Instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be approx 82.64 in/lbs., which is within print specification; additionally, all individual torque readings were within print specification, with the individual readings ranging from 80.1 to 85.7 in/lbs (torque specification 80 +/- 8in/lbs). Visually confirmed driver shaft broken; crack appears to have initiated at stress relief fillets. Fracture appears consistent with torsional fatigue test failures. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the driver cracked while tightening the set screw during a spinal surgery. No pt complications were reported.